Event description:
Received report that tubing leaked and resulted in chemotherapy spill onto pt skin. Pt was receiving chemotherapy treatment in his home of 600 mg of 5fu in 100 ml bag infusing at a rate of 0.5 ml per hr. Infusion was continuous over seven day duration via infusa port central intravenous access catheter using an aim infusion pump. The pt called the home care office on 8/9/1998 to report leaking and a nurse visit to the home did not confirm leaking but a 4x4 dressing was placed around the catheter site. On 8/10/1998, while on the way home from a dr appointment, the pt stopped into the home care office to report "more leaking". The nurse found that the 4x4 dressing was soaked with precipitate and two areas of small macular blisters were observed on the pt's abdomen. The site was washed with copious amounts of water. The nurse reconnected the pt's chemotherapy infusion and instructed him to call promptly if any leaking problems occurred. The pt's skin has reportedly healed and no other reports of leaking have been received.